Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when the cs100 intra-aortic balloon pump (iabp) does not turn on, fan okay. The monitor is black and only the fan works. No one was hurt. Patient not involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d1, d4 version or model number, catalog number, UDI number.

Event description:
N/a

Event description:
It was reported by the customer that before using the pump the cs100 intra aortic balloon pump (iabp) do not turn on. The monitor is black and only the fan works. There was no patient involved.

Manufacturer narrative:
Updated fields : b4, b5, d9, e1 (initial reporter, event site telephone, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6(health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and the main switch was found to be in the off position, a probable cause of the pump not turning on. After changing it (switching the main switch on), the pump turns on correctly. The fuses were checked and safety tests were performed. The device is functional.